Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the definitive cause of the return of symptoms was not determined. Actions/interventions taken included reprogramming, and the event was ongoing as of (B)(6) 2018. It was noted that the patient had a history of seizures that was not related to the device/therapy/procedure and "per medical records patient reported history of seizures during childhood - none since age (B)(6). Reports current syncopal episodes and is under care of neurologist for this." It was noted that the cause of the seizure was not determined, but it was not related to the device/therapy/procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had a return of lower urinary tract symptoms to baseline. These included urinary frequency, incontinence, and nocturnal enuresis. The patient noted that they had several falls and a seizure within the last four months and, since then, these symptoms were occurring. It was noted that the most recent interrogation was (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that additional interventions taken included explanting and replacing the system. The event was resolved without sequelae as of (B)(6) 2019. No further complications were rep orted/anticipated.